Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three (3) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a femoral vein (multiple access sites) was attempted with four proglide device using the pre-close technique via a 9f and 11f sheath prior to an atrial fib ablation interventional procedure. Reportedly, the four devices did not deploy as intended. The sutures of new proglide devices were successfully pre-placed. The 11f sheath was upsized to a 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.